Event description:
The pump was returned for investigation. Investigation revealed that the pump did not detect the cartridge. The force sensor was found to be out of calibration and the force sensor flex was found to be damaged. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history revealed several "pump not primed" and "no cartridge detected" warnings. During the load step pump investigation, the pump was found not to detect the cartridge and a "no cartridge detected" warning was emitted. The pump was opened and the force sensor flex was found to be damaged.